Event description:
It was reported refractory is just out of specification. The refractory was adjusted be bring it into specification. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.